Event description:
The syringe was connected to an alaris smartsite needleless valve which was then connected to a pressure sensing disk micro tubing for medication administration via alaris pump. When the syringe was disconnected, the smartsite valve broke into 2 pieces. No further info was available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). No product was returned for investigation despite multiple requests. The customer complaint of broken smartsite could not be confirmed due to the product was not returned for failure investigation.